Event description:
It was reported that the user observed a rise in blood glucose from 88 mg/dl at dinner to 223 mg/dl after forgetting to announce the meal on the ilet system. The user asked whether to announce late and was advised not to because it was outside the recommended window, with guidance to allow the ilet algorithm to correct. Symptoms included hyperglycemia. Outcomes included self-monitoring at home without medical intervention or alarms. Investigation included complaint intake review and user education on appropriate meal announcement timing and allowing automated corrections. Investigation of this case revealed no device malfunction and that the event was consistent with missed meal announcement leading to postprandial hyperglycemia. It was concluded that the device functioned as designed and the hyperglycemia was attributable to user management factors, with no further action required by the manufacturer. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.